Event description:
Customer reported the patient's o2 saturation is much below 90% when treated with an ECMO, in which an o2 / air gas mixer from sechrist was in use. After the error analysis, it was determined that the o2 supply was interrupted and the gas mixer gave no alarm. Customer informed sechrist, there was no obvious harm to the patient.

Manufacturer narrative:
The customer initially reported that the alarm does not work as it should. After this issue was reported, a 3rd party service technician was sent to the hospital to service the unit. The service repair form indicated the alarm module was replaced, then the unit was tested and returned to the hospital in working condition. The defective alarm module was disposed. In addition, the third-party service provider, reported the device was previously serviced and overhauled in december 2020. Sechrist mixer user's manual indicates that product must be tested before clinically used. A review of the device history record (DHR) found no non-conformance that could cause or contribute to the reported issue. Based on the age of the device (mfg date feb. 2010), it is unlikely that a manufacturing non-conformance contributed to the reported issue. The instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file # (B)(4).